Event description:
Related manufacturer reference number: 1627487-2022-00124. It was reported that the patient experienced autoreducing stimulation. Diagnostics revealed high imepdances on contacts 9-16. Reprogramming was attempted with the remaining contacts, but was unable to restore therapy. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted. During the procedure, it was discovered that the lead had pulled out of the ipg header causing the impedance issues. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The UDI could not be provided because this device was manufactured prior to being assigned a UDI number. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.